Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 23mm sapien 3 ultra resilia valve in aortic position by right transfemoral approach. During the procedure, increased resistance was felt with the commander delivery system while it was being inserted through the esheath +. While devices were being removed, distal tip torn of the esheath + occurred upon the commander delivery system reaching the tip of the esheath. No patient injury occurred, and the patient's final status was stable.